Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, a surgeon found a small fiber on the ha coat. He removed it and implanted on a patient.

Event description:
It was reported that, during a bha, a surgeon found a small fiber on the ha coat. He removed it and implanted on a patient.

Manufacturer narrative:
An event regarding foreign matter involving an accolade stem was reported. The event was confirmed. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of a CAPA.